Event description:
Had a synvisc one injection in my right knee on (B)(6) 2015. By (B)(6), I was unable to walk. The knee was swollen, red and hot. Went to the emergency room where I was given an anti-inflammatory drug and given blood tests. There was no infection. On (B)(6), I returned to the health care provider where 80 ml of fluid was removed from my knee and I was given a steroid shot. I was able to walk again. The doctor diagnosed pseudo sepsis. The pain and discomfort was terrible. For about two days I was unable to walk. It was not an infection. Several years ago I had a series of shots in my left knee with no complications. I have no allergies to eggs, etc. Reason for use: osteo arthritis.